Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the device did not work for the patient and they had pain all the time and got the device removed. No further complications were reported/anticipated at this time. (B)(6).